Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that occlusion alarms occurred. A system check was performed by tandem technical support, and the occlusion was found to be within the cartridge. Additionally, it was reported that a minimum fill notification occurred after the user filled the cartridge with 100 units of insulin during the load sequence. Customer¿s blood glucose (bg) level was over 500 mg/dl to ¿high¿ (specific value not provided). Elevated bg was address by correction bolus via the pump. The customer had no more insulin and went off the pump. Multiple attempts were made by tandem technical support to confirm an alternative method of insulin therapy was obtained; however no response was received.